Event description:
It was reported that nurse¿s handheld device was charging intermittently. The serial cable had to be in a certain position in order for the handheld to charge. The serial cable was swapped but the issue was not resolved. It was reported that no mishandling had occurred. The handheld device was returned to the manufacturer for analysis. Analysis of the returned handheld did not identify any anomalies associated with the main battery. Analysis of the handheld did identify that some of the sync cable connector leads were damaged and that some of the solder connections between the sync cable connector leads and the handheld pcb were cracked. Because of the damage, the handheld was unable to receive power from the ac adapter. The cause for the damage to the connector and solder connections is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle. No other anomalies were identified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.